Manufacturer narrative:
(B)(4). Date sent: 2/20/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Would the surgeon like to have a call with ethicon to discuss the issues? If yes, please send us 3 times and dates est. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ileostomy closure, following the patient's painful abdomen, additional surgery is performed end dehiscence of the ileal anastomosis is found. The patient did experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. The patient did require revision surgery or hardware removal. The patient died.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2024. Additional information was requested, and the following was obtained: was a leak test performed? No it wasn't was the staple line visualized endoscopically during the initial surgical procedure? No it wasn't how many days postoperative did the leak occur? 5 days how was the leak identified? CT scan what was observed at the site of the leak upon reoperation? Leak on metallic clips how was the leak addressed? Anterior metallic line were there any issues experienced with the device in the initial surgical procedure? No, there weren't does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? In this case, we believe that the post operative complications were related only to an alleged deficiency of the device , no comorbidities would the surgeon like to have a call with ethicon to discuss the issues? No thanks.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024. Additional information was requested, and the following was obtained: the patient died on 30/12 and was 81 years old.